Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a venous treatment procedure, a balloon rupture occurred. Vascular access was obtained via the upper extremity peripheral vein. The high grade stenosis of venous outflow target lesion was located in the upper extremity fistula. The mustang 10.0 x 40, 75cm balloon intended use was to dilate a venous stenosis lesion. The balloon ruptured at an unknown inflation between 22-24atms with a rated burst pressure of 14atms. The device was removed from the patient intact. The procedure was completed with another mustang balloon with no patient complications. The patient's status is fine.